Manufacturer narrative:
The reported event of device in backup mode was confirmed. The device was received with normal telemetry communication and output in backup mode. Product code was reloaded to recover the device from backup mode and to perform further evaluation. Backup mode was reproduced in the lab multiple times. The device was cut open to enable further testing and the battery was found at normal levels. Device image analysis indicated data corruptions occurred consistent with the reported backup condition. After resetting the power, the device regained normal operation and backup mode could not be reproduced. Original device image was severely corrupted, and no useful data was available to help explain the data corruption.

Event description:
Additional information received indicated the device was explanted and replaced to resolve the event. The patient was in stable condition.

Event description:
It was reported that the device was in backup mode during an in clinic follow-up. Abbott technical support was contacted and the device was restored and reprogrammed to resolve the event. The patient was in stable condition.